Manufacturer narrative:
The reported events were lead dislodgement and a helix mechanism issue. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. The reported event of a helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil was overtorqued and four filars were broken and separated in the connector region consistent with the procedure damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to the inner coil overtorqued in the connector region and the helix being clogged with blood/tissue.

Event description:
It was reported during in clinic follow up that the atrial lead had dislodged. Repositioning was attempted but unsuccessful due to helix rotation issues. The lead was instead explanted and successfully replaced. The patient was stable.